Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received hydromorphone (unknown concentration and dose) in an implantable pump for malignant pain (ovarian). A catheter kink occurred. The catheter was replaced on (B)(6) 2016. It was further reported the patient felt a bulge in their back after a refill. The patient also had a scar over the pump area and refills were "a little rough" and sometimes two attempts were needed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.